Event description:
An lp vena cava filter was implanted via the right femoral vein in a pt w/dvt in the left femoral vein and cranial hemorrhage in 02. Post-implant filter imaging confirmed filter position. In 2003, b. Braun received a report that the filter had moved above the renal veins and that the filter was twisted with one leg captured in the hepatic vein. It was recommended that a 5 slice 9mm CT scan be performed to determine if the pt was adequately protected from pe. The CT scan confirmed stability of the filter. After reviewing the CT scan, b braun felt that the pt was not protected from pe and that a second filter should be implanted in the infrarenal ivc.